Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2019-03336. It was reported the patient has been receiving inadequate therapy due to lead migration. As a result, the patient plans to undergo surgical intervention on a later date.

Event description:
Related manufacturer reference# 3006705815-2019-03336. Further follow-up indicates the patient had surgical intervention on (B)(6)2019, during which the leads were explanted and replaced. The issue was resolved and therapy has been restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# 3006705815-2019-03336.

Manufacturer narrative:
The explant date should have been (B)(6) 2019 rather than (B)(6) 2019.